Manufacturer narrative:
The field service engineer (fse) was dispatched to address the reported event. Fse conducted a follow-up with the customer over-the-phone to address the reported event. The fse requested the customer to make 10% bleach and hot water solution to soak the nozzle tip. Then the fse requested the customer to perform a shutdown with alcohol and then perform daily check and run quality controls. The customer was able to complete the procedure and run the quality controls without any errors. On a follow up call with the customer, the fse was notified that the customer is up and running and no errors are occurring. The instrument is functioning as intended and was released. No further actions are required by the fse. A complaint history review and service history review for similar complaints was performed for serial number (b)(64 from the (B)(6) 2017 through awareness date on the (B)(6) 2018. There were no similar complaints identified during the searched period. The aia-900 operator's manual under chapter 8 troubleshooting, under section 8-1 error messages and corrective action states the following: if an abnormality occurs during measurement, or it is difficult to continue measurement, an error message will be displayed. When an error message is displayed, a buzzer sounds to inform the operator of the trouble, and also an error message is printed out. If an error occurred, and the inspection could not be completed normally, it is conceivable that an error flag is attached to the measurement value, preventing a result from being obtained. (B)(4). The 1= clogging detected at pretreat. The 2= cause: clogging was detected after suction of the pretreatment liquid. In the case where a retry can be carried out, if there is no improvement an es flag will be attached to the measurement result. The 3= action: if the trouble reoccurs, contact our service department. Inspect the adjustment of the suction position, the position setting of the bottom of the bottle, pressure sensor s056, the clogged detection operation, and the pressure threshold value. The 4= monitoring method: this error occurs if neither of coefficients k1 and k2 is 0 immediately after suction of the pretreatment liquid, the ad value of the suction pressure is less than 1023, and also the ad value immediately after suction minus the ad value immediately before suction is a negative value or this pressure difference does not satisfy the conditions of the following equation. [Formula] differential pressure < k1 x suction pulse count / 1024 + k2. The 5= check: pretreatment liquid, presence of the pretreatment reagent bottle, s056 (presboard) - samp board - mb board - main board . The most probable cause of the reported issue was due to dried serum in the sample nozzle. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
The customer reported receiving error 2078 clogging detected at pretreatment on their aia-900 instrument. The technical support specialist (tss) requested the customer to re-register the pretreatments and try running a sample but the error still occurred. Tss then had the customer remove the blue cover to access the sample nozzle. The customer reported there is build up on the nozzle. The tss requested the customer to clean the nozzle and run a sample, the error still occurred. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of prl and bhcg patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.